Manufacturer narrative:
Manufacturing date reported as 2008. Device evaluation: the system was evaluated and found to be within specification, the optics (hr (high reflector), oc (output coupler), m2 (mirror 2), l2 (lens 2), and chamber optics) were replaced to remove minor artifacts found during the system evaluation. The flow rate of the aspirator was confirmed to be in specification; however, the height of the aspirator, although in specification, was adjusted to a mid-range of tolerance position as it was at the limit of tolerance range. The angle of the aspirator nozzle relative to the centering calibration burn was also adjusted for better alignment of the debris removal system. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). The technical service has reviewed the system and found it was within specifications. A review of the information provided to medical affairs shows it is very unlikely that the origin of the irregularity is related to local factors. The surgeon has vast experience in corneal refractive surgery with no history of corneal islands in the past.

Event description:
It was reported that patient had ilasik treatment on (B)(6) 2017 and presented with central island post treatment. Patient reported having visual disturbance (seeing shadows in letter even with correction). No secondary surgery / medical intervention was required. Surgeon mentioned that central islands has been seen for about a year with some of his patients. Right eye: preop refraction: -5.37 -0.75 x 7°, pre op best corrected visual acuity (bscva): 0.85, postop refraction: -0.25, postop bscva: 0.85, corrected unfolded letters. Surgeon reports that the topographical pattern is very similar to a "peninsula" (instead of an island) that cases are isolated and some were bicylindrical decomposition but not all.